Manufacturer narrative:
(B)(4). The root cause of the reported condition could not be determined.

Event description:
The facility reported a colleague infusion pump which experienced failure code 810:03. It is unknown when or at what point in the process this condition occurred. Review of the device event history determined that the reported condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of failure code 810:03, and determined the root cause to an inoperable pump head module. No repairs were performed as this is a stay in device. Review of the device event history determined that the reported condition of occurred on (B)(4) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).